Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold, wear abrasion, non- penetrating nick and a linear opening. A leak test and microscopic analysis was performed which identified two sharp openings on the posterior side. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed and the result is no blockage. Based on the device analysis the final assessment is a sharp opening on the radius due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
The device has been explanted.